Event description:
Pt's girlfriend called on (B)(6) 2013 to inform pdc of medical intervention that occurred that same day at 4 am. She woke up and found him in a sweat, drooling at the mouth. She performed test w/(B)(6) meter and was given a reading of around 230-250 mg/dl. She stated second reading was in the 150-160 range. Medics were called an hour later. Their meter tested at 37 mg/dl. Pt was given IV, orange juice and a peanut butter and jelly sandwich. He was not transported to the ER. Pdc sent replacement meter, batteries, ts and cs to pt and requested suspect product (s) be returned.